Event description:
The patient rec'd emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. Evaluation revealed a misaligned display screen but demonstrated that the pump was functioning within required specifications and delivery accuracy.